Manufacturer narrative:
Anchor stitch had eroded through skin. When the patient saw the doctor, they were prescribed antibiotics and scheduled an explantation to prevent further infection.

Event description:
Patient experienced erosion and infection.